Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('schedule for essure removal/ partial hysterectomy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced fatigue ("tiered"), feeling abnormal ("brain fogg"), speech disorder ("speech problem"), pain ("pain") and musculoskeletal stiffness ("cervical stiffness"). The patient was treated with surgery (essure removal -hysterectomy). Essure was removed. At the time of the report, the medical device removal, fatigue, feeling abnormal, speech disorder, pain and musculoskeletal stiffness outcome was unknown. The reporter considered fatigue, feeling abnormal, medical device removal, musculoskeletal stiffness, pain and speech disorder to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media- (events added from social media)-essure removal, tired, brain fog, speech problem, pain, cervical stiffness , partial hysterectomy. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("tiered"), feeling abnormal ("brain fogg"), speech disorder ("speech problem") and musculoskeletal stiffness ("cervical stiffness"). The patient was treated with surgery (scheduled for essure removal -partial hysterectomy). At the time of the report, the pelvic pain, fatigue, feeling abnormal, speech disorder and musculoskeletal stiffness outcome was unknown. The reporter considered fatigue, feeling abnormal, musculoskeletal stiffness, pelvic pain and speech disorder to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media- (events added from social media)-essure removal, tired, brain fog, speech problem, pain, cervical stiffness, partial hysterectomy. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-jun-2020: quality safety evaluation of ptc. Event pain updated to pelvic pain female. Event medical device removal deleted and surgery added to pelvic pain. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.